Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alerts prompting the user to connect a cgm or enter a bg manually while the dexcom g6 interface showed ¿searching for transmitter,¿ after which the user disconnected the pump and used multiple daily injections. Symptoms included no reported injury or adverse physiological effects. Outcomes included temporary interruption of automated insulin delivery and a return to injections. Investigation included troubleshooting and user education over the phone, including verification of transmitter pairing status and serial number entry. Investigation of this case revealed a cgm pairing failure with the responsible device not conclusively identified, consistent with a communication or setup issue between the ilet and the dexcom g6 transmitter. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and/or external communication factors during cgm pairing.